Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with an alarm during the basic occlusion test due to a loose drive support disk.